Event description:
The manufacturer received information alleging an issue related to the continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging symptoms of cough, headache, and throat irritation related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. External investigation observed no distinct wear, tear, or contamination on the enclosure. Internal investigation observed no distinct wear, tear, or contamination. No evidence of sound abatement foam breakdown was observed, and the foam appears intact. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown.

Manufacturer narrative:
Additional information was received june 30, 2021 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging symptoms of cough, headache, and throat irritation related to a CPAP device's sound abatement foam. Additional information was received about the alleged lightheaded feeling and dizziness. There was no report of patient harm or injury. In this report, section h6 health effect - clinical code has been updated.